Event description:
Patient implanted with elevated graft in 2009. Physician reported at patient's 6 wk visit that she had "de novo sui." At her 2 month visit, physician reported there was improvement of the novo sui.